Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and it was found to have a missing washer at the grip ring due to which, the grip ring moved freely up and down at the grip drive adapter. The instrument was placed on an in-house system where, it passed the recognition and engagement tests but failed the initialization test on all attempts. A review of the instrument logs verified three homing failures on universal surgical manipulator (usm3) with error code "22026". The logs also showed error "22025" stating that instrument blade was jammed on usm3. During investigations, the initialization test was bypassed and it was found that instrument jaws opened but did not close. The instrument was re-evaluated by the advanced failure analysis team where, initial findings were confirmed. The retaining ring that holds the grip ring washer in place was found to be dislodged inside the housing and was attached to the magnet on the chassis. The probable root cause of the dislodged grip retaining ring, a missing washer at the grip ring and the resulting failure of initialization test and imprecise motion is attributed to manufacturing. The dislodged retaining ring and missing washer can cause the grip ring to not retract fully, leading to the grips not closing all the way causing initialization failure.

Event description:
It was reported that the vessel sealer extend instrument had a blade exposed self-check failure error message after four uses. The customer reported event has no report of patient injury.